Event description:
It was reported that high, out of range, hv lead impedance was observed on the right ventricular channel. The lead tested normally through the psa and was left implanted. The device was explanted and replaced without complication. Patient was doing well post-procedure.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the high hv lead impedance could not be determined.